Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the drains were very dirty. The fse cleaned the drains with a brush and flushed the cuvette washer. The fse then ran quality controls, all of which were within range, and the patient samples that discordant results had been obtained on, which were accurate. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Three discordant sodium results were obtained on a patient sample on the dimension vista 1500 instrument. The discordant results were reported to the physician(s), who did not question the results. There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.